Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep), regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that while recharging once last week with therapy turned off, the patient felt a sharp pain in the left groin and cramping behind the knee. The caller checked impedances today and saw 8-15 were all high, except for 9. No further complications were reported/anticipated. Omitted information regarding (B)(4)-battery leaking & (B)(4)-eri/dates error.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of high impedances and sharp pain was unknown. No actions/interventions has taken place at the time of the report. Patient was reprogrammed and settings were adjusted. Patient was only getting one side stim coverage as half the lead had high impedances. The provided information was confirmed with the hcp office. No further complications were reported/anticipated.